Manufacturer narrative:
Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report. Evaluation summary the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Synovitis. Left knee effusion (joint effusion). Case description: spontaneous report was received on march 29, 2013 from a physician database extraction regarding a male patient (age not provided), initials unknown with osteoarthritis (grade 4 with no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use with synvisc (2 courses) and total knee replacement. The patient's age was reported to be (B)(6) years at the time of first course of synvisc. On (B)(6) 2002, the patient initiated treatment with first intra-articular synvisc (hylan g-f 20) injection of the third course in left knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2002, the patient developed synovitis in left knee. On an unspecified date in (B)(6) 2002, the patient had left knee effusion for which 10 cc of clear yellow of joint fluid was aspirated. The patient was treated with intramuscular celestone (betamethasone) for the events of synovitis in left knee and left knee effusion. On (B)(6) 2002, 48 hours later, the patient recovered from synovitis in left knee. The action taken with synvisc was not provided. The outcome for the event of left knee effusion was not provided. Concomitant medications were not provided. The intensity for both the events was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis in left knee as definitely related and did not provide the relationship with the event of left knee effusion. Follow-up information was received on april 10, 2013 and the patient initials were reported as (B)(6). The qa (quality assurance) investigation results were received on april 12, 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.